Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side "rupture" and exchange from textured to smooth implants due to concern with the product. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, no openings were found in the device. And wear abrasion. A weight test of the device was verified and the device was within specification. Cloudy after autoclave disinfection process in the gel. Based on the device analysis the final assessment is: no observations found related with the complaint reported by the physician.

Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b6, g2, h6.

Event description:
Patient reported right side "rupture" and exchange from textured to smooth implants due to concern with the product. Device remains implanted.